Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic sigmoidectomy, anastomosis bled 1 day post-operatively. Conservative treatments ( tamponade ) post-operatively was needed and to prevent a permanent impairment of a function. Patient was under observation during stay. There was tissue damage. Device sizers was used. Patient hemoglobin status was 125. Patient is alive. Patient went home within regular hospital stay and there is no complication reported.